Event description:
It was reported that a cracked rear housing; bad lens; beeps continuously. Unknown/no patient injury.

Manufacturer narrative:
Other, other text: additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing., corrected data: updated d1 and d4, model number

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream sensor cause disposable detected and beeping. Rear housing assembly and lens were damaged. Replace faulty downstream occlusion sensor, rear housing assembly and lens. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of the device: unknown e4: correction: customer reported to FDA: no information